Manufacturer narrative:
Unit alarmed motor error during the rewind due to motor encoder signal out of phase. Unable to perform functional test due motor error alarms. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer received a motor error alarm. Customer's blood glucose was 296 mg/dl. Troubleshooting could not be performed as customer was in the hospital due to non-diabetes related issues. Insulin pump would be replaced.